Manufacturer narrative:
UDI: (B)(4). Reporter¿s phone number: (B)(6). User facility/ establishment name: (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the motor power was too low. It was further determined that the device failed for check for air leak, check for excessive noise and for check the power with test bench. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the compact air drive device had a low power. It was reported that the event occurred during use on a patient. It was not reported if there were any delays in the surgical procedure. It was reported that a spare device was available for use. There was patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.